Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results /method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-30999. It was reported patient¿s lead had migrated and was confirmed via x-ray. To address the issue patient had his leads replaced and effective therapy was restored post operatively.